Event description:
It was reported that a patient underwent a total hip arthroplasty in (B)(6) 2013 and suture was used. The suture was knotted with a needle-holder. The surgery was completed successfully, and the patient was discharged from the hospital. On (B)(6) 2013, the patient had redness at the surgical site. The patient went to the hospital and was diagnosed with a subcutaneous abscess. The doctor prescribed an antibiotic and the patient recovered.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch elk742, mfg date: 10/01/2012, exp date: ni. Batch emk440, mfg date: 11/01/2012, exp date: ni.